Manufacturer narrative:
The device was not received at the time of this report; therefore, no physical or visual analysis of the product could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As indicated in the device instructions for use warnings: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. · the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. · the curve of the safari2¿ guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. At this time, it is not possible to assign a definitive root cause for the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: the safari guidewire got stuck in the mitral valve prolonging the procedure with increased fluoroscopy and contrast exposure. The safari was eventually retrieved using a a1 4fr catheter with delicate pulling. Fortunately, no pericardial effusion was observed. Mitral reflux occurred during the iteration between the safari and the chords, but it did not persist thereafter. What troubleshooting steps, if any, resolved the issue?: catheter insertion in order to move the safari and help it to be loosen. What is the next course of action?: safari was removed from patient patient complications: no patient complications question: are any patient status updates available? Answer: patient is fine.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each pkg-safari2 275cm xsml crv 1p; returned coiled, loose, and double-bagged within "zip-lock" style poly biohazard pouches. Note, the dispenser assembly and j-straightener were not returned with the specimen. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presented kink damage at 27.8cm from the proximal aspect of the formed distal curve. In the information provided to date, there is no mention of damage to the wire; therefore, the kink damage appears to have occurred during post event handling events and prior to being received for evaluation. The investigation concluded that the product met specification at the time of shipment. As indicated in the device instructions for use warnings: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned in the ventricle. · the curve of the safari2¿ guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If any further relevant information is received, a follow up medwatch report will be submitted.

Manufacturer narrative:
Correction to a previously submitted MDR to correct the brand name in section d1 and the catalog number and primary unique device identifier (UDI) number in section d4.